Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non capture. It was noted that the patient was short of breath and feeling unwell. The rv lead remains in use. No further patient complications have been reported as a result of this event.